Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose 710mg/dl, treated with 130u of bolus and didn't go down. Customer was hospitalized; did a blood test and couldn't get blood reading. Customer was treated with insulin drip with a different type of insulin and it took 12-13 hours before the blood glucose came down. Customer took 26u before he ate and blood glucose almost went back up to 500mg/dl. Customer has treated with syringes, lantis and another kind of insulin. When customer was admitted to the hospital, had moderate to low ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer stated he had experienced high blood glucose days before the hospitalization; he took medication and couldn't get it under control. Customer performed high pressure test, insulin pump did not exit and no alarms noted. Repeated high pressure test and no delivery alarm occurred. Customer's current blood glucose 318mg/dl.